Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted all the reload was fully fired. The jaws were open. Protruding staples were observed on the outer two rows on one side of the staple cartridge. The sled appeared to be damaged. The proximal sutures were cut. The distal anvil and cartridge sutures were released. The reinforcement material was present on the anvil and cartridge surfaces. The cartridge of the reload was disassembled, removing the channel. It was noted the sled was backwards and broken. It was reported that the staples were not deploying. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The backwards sled caused the sled to undergo excessive force when firing, and then breaking when trying to move over the pushers of the cartridge. When the sled broke, only part of the sled moved over the pushers, causing the staples to partially deploy. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic lobectomy, when the device was fired, the tissue was cut but the staples were not able to be deployed. Another reload was fired to resolve the issue.